Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions to reset the pump from technical support and was assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.